Manufacturer narrative:
This report is submitted on november 9, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and pain around the implant site. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 10, 2022.